Event description:
Adverse event(s): "conjunctival erythema" (erythema); "staphylococcus" (staphylococcus aureus); "eyes had been infected" (infection); "blepharitis". Product problem(s): "none reported" (no information). A doctor reported that her daughter experienced conjunctival erythema with use of two bottles of this product. She stated that prior to visiting an ophthalmologist, her daughter discontinued contact lens wear and product use. Per the reporter, "with the growth of staphylococcus", all items the daughter used were examined in a laboratory. The doctor indicated her daughter improved when treated with ocular antibiotic medications and the conjunctival erythema resolved in one week. On (B)(6) 2010, the reporter indicated that her daughter's eyes had been infected based on a culture test. She stated that the symptoms have totally resolved but her daughter is now being treated for blepharitis. Her daughter had previously worn contact lenses for years without problems. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint devices (two bottles) associated with this report were received by the affiliate in (B)(4) and tested. Physical and chemical parameters including ph and osmolality conformed to release specifications. Batch record review of lot 40229 and lot 40995 showed no deviations. Chemistry and microbiology data have been reviewed for these lots and all specifications were met at time of release. There is one other similar report for lot 40229 and no similar reports for lot 40995. It is unknown if the product was used according to labeled indications. Two bottles of product were used. The manufacturing date for lot 40995 is 06/30/2009. (B)(4). Additional expiration date: 12/31/2010.